Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The broken piece was not returned. Size of missing piece is approximately 0.106¿ x 0.529¿. Components adjacent to the broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace could not be energized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: failure analysis found the primary failure of broken blade to be related to the customer reported. Broken piece was not returned. Size of missing piece is approximately 0.106¿ x 0.529¿. Components adjacent to the broken blade do not show damage.